Event description:
After onyx liquid embolic agent was injected into the middle meningeal artery (mma) to embolize the vessel, the tip of the headway duo microcatheter broke inside a branch of external artery (right mma) during its removal.

Event description:
After onyx liquid embolic agent was injected into the middle meningeal artery (mma) to embolize the vessel, the tip of the headway duo microcatheter broke inside a branch of external artery (right mma) during its removal.